Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Additional information was received which reported that the cause of death was cardiogenic shock. Per the physician, the death was related to the patient's pre-existing conditions and there was no relationship between the valve or valve implant procedure and the death. An autopsy was not performed. Updated b.5 description of event. Updated h.6 - eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). Product analysis: the device remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient underwent proximal left anterior descending artery (lad) stenting. The patient had an ejection fraction (ef) of 20-25%. During valve implant, deployment was initiated and at two-thirds deployment the patient¿s systolic blood pressure decreased; cardiopulmonary resuscitation (CPR) was initiated. The implant team thought the decompensation was due to aortic insufficiency (ai) and the patient¿s low ef was not able to tolerate the ai. During CPR, medication was administered to increase the blood pressure. The valve remained on the delivery catheter system (dcs) and was recaptured. When the blood pressure increased, a second deployment attempt was made and the valve was successfully implanted. The patient continued to have a decreased blood pressure and CPR was re-initiated. The team continued CPR for forty-five minutes, but the patient did not recover and subsequently died. The angiography was re-examined; at two-thirds deployment an unspecified aortic regurgitation jet was visible that appeared to possibly originate in the non-coronary cusp or the right coronary cusp. It is unknown if an autopsy was performed.